Event description:
Pt with an extremely complex form of congenital heart disease was referred to the cardiac catheterization lab to repair a deficient ventricular septum, complete av canal, and severe av valve regurgitation. Access was gained via the right internal jugular, right femoral vein, and right femoral artery. Several complications unrelated to the cardioseal occurred during the procedure, totaling five clinical events. The first event was damage to the superior vena cava which occurred due to manipulation of the catheter in the right internal jugular. Nine (9) cc of hemothorax was drained by a 5fr pigtail in the right chest. The second event was intermittent 2nd and 3rd degree heart blockage mostly due to catheter manipulation. The third event was displacement of the first device, which occurred as a result of CPR having to be performed due to arrhythmia. On recovery of rhythm, two 17mm cardioseal were implanted. The fourth event was a significant acute increase in the pt's av regurgitation from moderate (pre catheterization) to severe (post catheterization). The fifth event was profound bradycardia followed by asystole, the pt subsequently experiencing cardiac arrest. CPR, including defibrillation x 2 for two episodes of ventricular fibrillation, was administered and the pt was placed on ECMO (heart & lung machine). The etiology of the arrest was thought to be a combination of complete heart block that developed early in the case, moderate av regurgitation (present pre-op) and catheter/device manipulation. While maintained on the ECMO since the catheterization procedure, the pt was brought to the or for repair of multiple vsd's; repair of av canal; placement of permanent epicardial pacemaking wires and ECMO decannulation. One of the two 17mm devices placed earlier was found to be sitting in the plane of the av valve in the middle of the inter-ventricular septum and was removed. The chordal structures had been avulsed from the tip of the papilla muscle and were attached to the ventricular septum. At this point three additional 17mm cardioseal vsd devices were implanted and the other vsd was patched with propylene. The pt was taken off ECMO support for post-op day 1, but at post op day 2 the pt demonstrated progressively low cardiac output with hypotension, left atrial hypertension, and lactic acidosis in the setting of pseudomonas tracheitis and bacteremia. Despite the broad spectrum of antibiotics, the pt developed sepsis physiology with development of anasarca and progressive oliguria. A drain was placed to decompress their ascites and pt was placed back on ECMO support. On post-op day 4 the pt developed ventricular tachycardia / ventricular fibrillation that eventually subsided with lidocaine/amniodarone infusion and placing of a pacemaker. A tee was preformed which demonstrated patency and antegrade flow in both proximal coronaries. The pt's moderate-severe avr with severe biventricular dysfunction persisted. There was no demonstrable ejection with the aortic valve remaining in the closed position. On post-op day 6 an ultrasound revealed a large clot in the bladder with evidence of obstruction in addition to their poor ventricular activity. The pt remained nearly anuric despite re-attempts at transurethral catheterization and percutaneous vesicotomy. With continued renal and myocardial failure it was determined further support with ECMO was futile and was withdrawn. The pt continued to deteriorate and in 2005 12:29pm the pt expired.